Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage as the stent struts at both the proximal and distal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 06aug2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 60% stenosed, eccentric target lesion containing a bend of between greater than 45 and less than 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50mm promus premier drug-eluting stent advanced but failed to cross the lesion. The device was removed with no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.